Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with an ecr60b partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a robotic laparoscopic assisted peritoneal resection procedure, on the 3rd firing, the device stopped halfway and would not reopen. It was unknown how the device was removed from the tissue. Another device was used to complete the procedure. There was no patient consequence.